Event description:
Philips received a complaint on the cardiac workstation 7000 indicating that the heart rate was not correct. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.